Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box, lot #73j1600043 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The physician found that the clip was broken during ligation of the blood vessel. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) cartridge of catalog number 544240, hemolok l clips 6/cart 84/box was received, opened package, lot #73j1600043 was confirmed, during visual inspection was observed: cartridge was received with only one clip, the clip was broken in two parts, clip appears used as biological material can be seen on the clip surface, issue reported by customer "broken clip during ligation" was confirmed. Functional inspection could not be performed due the condition of the sample, clip is broken in two parts, and no additional clips were received in the cartridge, to try to duplicate the issue reported. The IFU for the clip appliers, l06110, was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur." The IFU also instructs the user, "immediately following each complete sterilization cycle the instrument should be inspected prior to use. The instruments should be inspected for signs of rust, cracking, pitting, breaking, staining and/or discoloration, burrs, sharp edges or protrusion as well as any other signs of defect. Special attention should be paid to other remarks: ensure the instrument shaft is perpendicular to the instrument cap. Instruments found with any signs of the aforementioned defects are not safe for use with patients and should be immediately discarded." A corrective action is not required at this time as the potential cause of a broken clip could not be determined. The returned clip exhibited no signs of mismolding and it is unknown what appliers were used and in what condition the appliers were in. The reported complaint of "broken clip during ligation" was confirmed based upon the sample received. The returned clip was received broken in two parts. It could not be determined what caused the clip to break. The clip appliers used for this procedure were not returned and it is unknown what appliers were used and in what condition the appliers were in, a functional inspection could not be performed due the condition of the sample and no additional clips were received for to try to duplicate the reported defect. The probable cause of this complaint issue could not be determined. No further action will be taken.

Event description:
The physician found that the clip was broken during ligation of the blood vessel. The patient's condition was reported as fine.